Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and found the breath delivery unit light emitting diode printed circuit board had dislodged from the casing. The board was put back into place and the ventilator passes self-testing.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.